Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported pump freezing and dimpling was confirmed through product analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed deflation test (1, 2 and 3). Product analysis concluded these deflation issues could affect the functionality of the device as the reported of mechanical issue. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed due to the pump freezing and dimpling. A new inflatable penile prosthesis pump was implanted. Following the surgery, the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed due to the pump freezing and dimpling. A new inflatable penile prosthesis pump was implanted. Following the surgery, the event resolved.